Event description:
Rupture of right breast implant, bleed through of left breast, connective tissue disease, short term memory loss, fatigue, autoimmune disease, depression, dry eyes, back pain, weakness in muscle of legs & arms, stiffness of legs, & lower back hurts all the time. No medicine seems to relieve the pain.